Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed and noted embedded particles of less than 0.02 square millimeters in dimension. Acceptable range is considered below 0.6 square millimeters and therefore the device meets specifications for particulate matter. A pressure test was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black foreign particulates present in a cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.